Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was confirmed via the log files. The log files spanned approximately 6 hours ((B)(6) 2021 from 05:35 to 11:30 per the timestamp). Multiple driveline power fault alarms activated on (B)(6) 2021 at 07:26 due to a power b broken fault. When the alarm first become active, the current sense on line a was 0.096 and the current sense on line b was 0.007. The alarm resolved after the driveline was disconnected on (B)(6) 2021 at 11:30 for a controller exchange. The alarm did not affect the controller¿s ability to operate the pump at the set speed limit. No other notable alarm was observed. The returned hm3 system controller, serial (B)(6) , was functionally tested and passed all tests. The controller was connected to a mock circulatory loop for an extended period of time without any issue. Per provided information, the issue was resolved after exchanging the controller and mod cable. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. (B)(6) was shipped to the customer on 29jan2019. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use (IFU) section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including driveline power fault. Heartmate ii IFU section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report numbers: 2916596-2021-00036 and 2916596-2021-00038.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient multiple driveline power faults. It was recommended to exchange the modular cable and the controller. The controller and modular cable were exchanged. It was reported that after the exchange, the issue was resolved. It was noted that the patient was asymptomatic pre and post exchanges with no symptoms during the exchange. The plan of care was to continue therapy and medication regimen. The patient was re-educated on care of the device and to be cognizant of cords being straight/unkinked. No additional information was provided.